Event description:
A customer reported that when purchasing test strips at a local pharmacy, they did not receive the correct test strips for use with their freestyle flash blood glucose monitor. As a result, the customer was not properly monitoring their glucose. The customer reported shaking, sweating and experiencing a loss of consciousness. The customer took glucagon in order to stabilize glucose levels. There was no report of death or serious impairment associated with this event.

Manufacturer narrative:
The customer's freestyle flash blood glucose monitor was returned. However, as this complaint did not involve a product problem, no investigation will be performed. If any add'l info regarding this complaint is obtained, a follow-up report will be filed.